Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced failure of product to contain blood or medication. This event occurred five times. The following information was provided by the initial reporter. The customer stated: this is a report about damaged tubing resulting in blood leakage. According to the customer's report, blood leakage occurred during blood collection due to damaged/cut tubing. (When the hcp made a puncture for a patient, blood leakage occurred due to a cut on the tubing. When using another needle, blood leakage occurred again. With no choice to successfully complete the third blood collection, the hcp used a syringe and completed the blood collection. After this incident, the customer visually checked 300 products in stock and discovered that more than 30 products had damage on the similar area of the tubing.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced failure of product to contain blood or medication. This event occurred five times. The following information was provided by the initial reporter. The customer stated: this is a report about damaged tubing resulting in blood leakage. According to the customer's report, blood leakage occurred during blood collection due to damaged/cut tubing. (When the hcp made a puncture for a patient, blood leakage occurred due to a cut on the tubing. When using another needle, blood leakage occurred again. With no choice to successfully complete the third blood collection, the hcp used a syringe and completed the blood collection. After this incident, the customer visually checked 300 products in stock and discovered that more than 30 products had damage on the similar area of the tubing.

Manufacturer narrative:
H6: investigation summary: bd received 32 samples and multiple photos for investigation. The photos and samples were evaluated and confirm the customer's reported issue of a damaged tubing thereby causing blood leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of damaged tubing through corrective and preventive actions (CAPA) 2889570. H3 other text : see h10.